Manufacturer narrative:
Returned product was examined visually and under magnification. Slight damage was noted to the stem of the prosthesis. This damage is minor and was likely sustained during prosthesis explantation. The damage would not have interfered with the function of the implant. The stem of the implant was measured to confirm dimensional conformity. The length of the stem was found to be .983 which is within tolerance of .984 +/-.010. The diameter of the stem was found to be .317 which is within tolerance of .315 +/-.005. The grit blast was also noted to be covering the entire .983 length, which is within spec. Without additional information a definitive conclusion cannot be drawn. Conclusions: a conclusion cannot be drawn based on the lack of information concerning the circumstances of this incident. Additional MDR associated with this event. MDR 3025141-2015-00015 follow up 1: head.

Event description:
The patient allegedly experienced a sudden loosening of the anatomic radial head during and following an MRI. The implant was explanted.